Event description:
Physician reported right side deflation. Device has been explanted-replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 d9 h3 h6. Laboratory analysis summary: the device related to the reported event of deflation was received on dec 19,2023. With lot number 2273802. Based on the device analysis grid, the assessments of the complaint are: deflation : no observed opening on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/10/2024.

Event description:
Physician reported right side deflation. Device has been explanted.